Event description:
On (B)(6) 2013, a siemens customer service engineer received an electrical shock of 400 vdc nominal when his hand gently brushed the exposed slip ring of an emotion 6 CT air cooled gantry while performing service. Reportedly on (B)(6) 2013, the customer called siemens regarding a strange noise in the gantry and requested service. On (B)(6) 2013, two siemens customer service engineers (cses) de-energized the system and removed the gantry cover to replace the fan inside the gantry of the CT scanner. In order to determine the replacement was successful and there was no longer a strange noise from the gantry, the cses started (energized) the system and one engineer was positioned in the front of the gantry, while the other engineer was positioned behind the gantry. During this troubleshooting, a hospital technician called into the room with the cses, and the engineer behind the system turned towards the technician and his hand gently brushed the gantry causing the shock. The cse sought immediate medical attention and was released from care later that evening.

Manufacturer narrative:
The fan replacement and service to the system was successful and the CT emotion 6 is fully operational. The resulting electrical shock to the engineer was not caused by a system malfunction as the system was operating as intended. Because this event involved a siemens cse, it will be addressed internally through our environmental health and safety-(ehs) group.